Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rezb0895 showed no other similar product complaint(s) from this lot

Event description:
It was reported that during passage of the catheter PICC groshong 5fr 65cm, the guidewire twined and tore. The nurse punctured the patient's vessel and during the channeling of the vessel with the guidewire it showed resistance during the introduction when trying to remove the guidewire. The guidewire twined at the needle requiring withdrawal of the needle along with the guidewire. After the complete withdrawal of the guidewire and needle a small fold was observed, which it was described as "tore".